Event description:
Ballard medical product has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations. Customer stated "patient was defibrillated eight times over a four hour period". The patient received fairly serious burns, as a result and will be seeing a wound care specialist.